Event description:
It was reported that the device was not pacing and was unable to be interrogated via inductive and radiofrequency telemetry. The physician elected to perform no intervention due to the condition of the patient. The patient was in stable condition and will continue to be monitored.